Event description:
Citation: murat cantasdemir, et al. The use of onyx for embolization of peripheral vascular malformations in pediatric patients. Pediatr surg int (2012) 28:477-487. Doi 10.1007/s00383-012-3052-3. Published online: 22 january 2012. The following report was received by medtronic (covidien) through literature review: in one patient, reflux to the anterior and posterior tibial arteries caused peripheral ischemia, and worsening of skin condition as a result of occlusion of these arteries. Which was noted to be likely as a result of nontarget embolization, despite significantly reduced flow through the lesion. Patient was referred to undergo plastic surgery and treated with free latisimus dorsi muscle transfer. The lesion location was noted to be on the right calf.

Manufacturer narrative:
Http://www.ncbi.nlm.nih.gov/pubmed/22270731. The onyx will not be returned for evaluation as it was consumed in the event. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. The lot history record review was not possible since the lot number was not reported. (B)(4).